Event description:
PICC line placed right basilic (B)(6) 2004. Lot #m25744. Threaded easily. One attempt. Tip in svc (B)(6) 2004. Pt's arm extremely swollen. It is leaking from PICC insertion site. PICC removed and hole noted at 4 cm marking. Large rupture. Pt on tpn. Tpn extravasation treated with wyndose. MFR #: 2183502-2004-00005.